Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the extension of a bd nexiva closed IV catheter system with dual port ¿broke at connection of the extension¿. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: DHR review - all relevant samples and challenges were performed per specification and in accordance with the in-process sampling plan on this batch. Qn database review - no reject activities related to this defect were found for this batch. Eura review - the failure mode of detached extension tubing was caused by an insufficient amount of adhesive dispensed to fully bond the tubing to the catheter adapter. Based on the customer¿s verbatim description, the effects of the device failure were leakage that did not require medical intervention and a second piv insertion. Rm5796 rev 16(o) nexiva p-eura identifies the failure mode of extension tubing detached from the catheter adapter with cause of failure being insufficient adhesive, and it states that the effects of minor leakage and two or more piv insertions have a limited severity with ranking s2. The end user effects of minor leakage and two or more piv insertions have occasional occurrence of o3 ( =100 ipm) for the failure mode of extension tubing detached from catheter adapter. With limited severity and occasional occurrence, the risk to the end user is acceptable. Occurrence rate of the defect for this batch is remote (=10 ipm). Sample analysis - visual/microscopic examination revealed that there were very minimal amounts of adhesive on the extension tubing and port of the catheter adapter. No other anomalies or damage were observed in the affected areas of the returned device. The customer's experience was confirmed. Investigation conclusion: this defect is created at the zone 8 adhesive dispense station if air gets in the lines that feed adhesive to the adhesive dispense grippers, causing a short shot of adhesive to be dispensed onto the tube. The extension tube adhesive dispense stations are purged on a regular basis. Should this defect have been occurring at an unacceptable rate, in-process leak and pull testing performed at a regular frequency would detect it. Acr project s14-044 redesigned the adhesive dispense stations for insertion into both the luer adapter and catheter adapter. The new design provides more control and consistency in dispensing adhesive and does not require the use of individual adhesive lines to dispense the adhesive.

Event description:
It was reported that the extension of a bd nexiva¿ closed IV catheter system with dual port ¿broke at connection of the extension¿. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that the extension of a bd nexiva¿ closed IV catheter system with dual port ¿broke at connection of the extension¿. There was no report of exposure, injury or medical intervention.